Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose was 600 mg/dl. The customer stated that they had multiple like site issue problem. They had redness, itching, irritation like problem. The customer declined the troubleshooting for the high blood glucose. The cannula was bent. The device will not be returned for the analysis.